Event description:
It was reported to philips that after rebooting for a stuck c-arm, the system was unable to boot back up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the system bootup. Upon troubleshooting, fse found that the mpd control unit was defective. To resolve the issue, fse replaced the mpd control unit. The defective mpd control unit was returned to philips for failure analysis and the cause of the mpd control unit failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the mpd control unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.